Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side ruptured. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: the device was broken shell, fold creases and yellow particles material was found on the shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified broken is found with the following conditions: striated edge on anterior due to surgical damage, smooth edge on posterior due to smooth opening, wear abrasion and stress marks. Based on the device analysis the final assessment is: -a broken is found with the following conditions: striated edge on anterior due to surgical damage, smooth edge on posterior due to smooth opening.

Event description:
Healthcare professional reported left side ruptured. Device has been explanted.